Event description:
Reporter stated that customer received the following results on the active system within 2 minutes, 1 minute, 1 minute, 1 minute, 1 minute, 1 minute, 2 minutes, and 1 minute respectively: 181 mg/dl and 11 mg/dl, 97 mg/dl and 15 mg/dl, 140 mg/dl and 12 mg/dl, 125 mg/dl and lo (result less than 10 mg/dl), 138 mg/dl and 12 mg/dl, 157 mg/dl and 16 mg/dl, 346 mg/dl, 16 mg/dl and 12 mg/dl, 86 mg/dl and lo (result less then 10 mg/dl) sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, customer no longer has the test strips to return.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.